Event description:
Baxter (B)(4) received a report that an infusor leaked during patient use. The device was filled with a solution of 0.2% ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 30 ml of fluid in the reservoir. Upon sample receipt, droplets of clear fluid were noted inside the housing. However, the reported condition of a leak was not confirmed. An ir scan was conducted on the droplets of clear fluid and identified the droplets to be water - no trace of drug was found in the droplets. A leak test was also conducted on the unit by filling the bladder with green water then monitored for 24 hours. After 24 hours of the monitoring period, no evidence of leak was noted in or on the unit. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.